Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope images are not displayed during preparation for use for a laparoscopic choledocholysis therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Correction to h10: the customer allegation was not confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported event was not reproduced. Although the issue was not duplicated, it is likely the event could have occurred due to one of the following: -dust or stain had adhered to the metal contact section of the system or the connector, which temporarily caused the image output signals to become unstable. -sporadic static electricity or an overcurrent was applied temporarily, which caused the image output signals to become unstable. Possible causes of a temportary occurrent are as follows; connection/disconnection while the system was turned on, overcurrent from other devices or electrical wiring, or adhesion of dust/moisture to the electrical contact section of the system or the connector unit. In addition, the following non-reportable malfunctions were found during the device evaluation: switch 1 and universal cord were dirty. The control unit, grip, switch 1/2. Up/down plate. Right/left plate, right/left lever, light guide connector, light guide cover glass, video connector case, and video connector all had scratches. Olympus will continue to monitor field performance for this device.